Event description:
The customer stated the rubella calibration failed with error code 1010: master calibration failure, m-cal 2, deviation too large, on the axsym analyzer. The customer replaced the probe and recalibrated without resolution. The abbott customer technical advocate asked the customer to centrifuge the calibrators and recalibrate. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.